Event description:
Pt experienced baclofen withdrawal with symptoms of severe itching and severe spasms which prevented pt from sleeping. Oral baclofen was given but dosage required was very high and did not cover problems quickly. Benadryl and valium were added to relieve symptoms. Dye and rotor tests were reported as done and everything was working fine. A new pump was implanted and the pt is now symptom free. It was reported that at the surgical procedure the catheter was disconnected and drained of old baclofen and csf flowed freely during the procedure. A bolus to fill the catheter was not performed. As a result of not administering the bolus the pt experienced withdrawal a second time postoperatively before the hcp determined what was causing the problem. Manufacturer's personnel at the procedure had mentioned that the bolus was necessary but it was never performed.